Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device location of device: uterus,') and autoimmune thyroiditis ('hashimoto's thyroiditis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hypothyroidism, irregular periods, uterine bleeding, acne and bacterial vaginosis. Concurrent conditions included gallbladder removal. Concomitant products included desvenlafaxine succinate (pristiq), duloxetine hydrochloride (cymbalta), estradiol and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure (ess205) inserted. In 2009, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced alopecia ("hair loss") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs-d,"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine with aura ("migraines\ ocular migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced generalised anxiety disorder ("psychological or psychiatric problems condition: generalized anxiety disorder,"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2019, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats") and mood swings ("mood swings"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nervous system disorder ("neuro condit/prob"), gastrointestinal disorder ("gi conditions"), visual impairment ("messed with my vision"), menstrual disorder ("abnormal periods"), adnexa uteri pain ("painful ovaries"), feeling abnormal ("brain fog") and lethargy ("lethargy"). The patient was treated with surgery (hysterectomy-full, salpingectomy-bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, autoimmune thyroiditis, generalised anxiety disorder, hot flush, night sweats, mood swings, irritable bowel syndrome, vaginal haemorrhage, visual impairment, menstrual disorder, adnexa uteri pain, feeling abnormal and lethargy outcome was unknown, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue, migraine with aura, headache, nervous system disorder and gastrointestinal disorder had resolved and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, autoimmune thyroiditis, device expulsion, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, generalised anxiety disorder, headache, hot flush, irritable bowel syndrome, lethargy, menorrhagia, menstrual disorder, migraine with aura, mood swings, nervous system disorder, night sweats, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia,hashimoto's thyroiditis, migration,fatigue, hair loss, migraines, headaches, neurological condit/problems, gi conditions. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, fatigue, hair loss, anxiety, migraines. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs, social media and mr received : event device dislocation is updated to device expulsion. Events added- ovarian pain, menstruation abnormal,brain fog, vision problem, vaginal haemorrhage, ibs, mood swings, night sweats, hot flashes, anxiety disorder,lethargy. Aka name added, reporter added, patient demographic added, events outcome updated, events onset date, events severity, concomitant drug, medical history added. Event migraine updated to ocular migraine. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune thyroiditis ('hashimoto's thyroiditis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neuro condit/prob") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hysterectomy-full, salpingectomy-bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and autoimmune thyroiditis outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue, alopecia, migraine, headache, nervous system disorder and gastrointestinal disorder had resolved. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nervous system disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, hashimoto's thyroiditis, migration, fatigue, hair loss, migraines, headaches, neurological condit/problems, gi conditions. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events added-pelvic pain, dyspareunia, abdominal pain, menorrhagia, hashimoto's thyroiditis, migration, fatigue, hair loss, migraines, headaches, neuro condit/problems, gi conditions, she did not undergo essure confirmation test", reporter¿s information, patient¿s demographics, essure removal date and indication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.